Event description:
It was reported that the patient had a break in aseptic technique during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis. The break in aseptic technique was further described as the patient made a mistake and the attendant was doing continuous ambulatory peritoneal dialysis (capd) without proper training. The patient was hospitalized on the same day. On an unreported date, the patient was treated with reflin (1gram, frequency and route not reported) and fortum (1gram, frequency and route not reported) for peritonitis. The patient was discharged from the hospital. The outcome of the peritonitis was not reported. Dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). On an unreported date, the patient's catheter was removed and dianeal therapy was discontinued due to the peritonitis. After removing catheter, the patient was stable. The doctor is planning to reinstall the catheter is one month. At the time of this report, the patient was fully recovered from peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.